Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a clearlink vented paclitaxel set disconnected from the port of a taxol bag, leading to a leak. The device was reported to have been spiked and primed in the pharmacy. The reporter stated that the disconnection occurred when the nurse was touching the top of the drip chamber, and led to the taxol spilling on the nurse; however, there was no injury or medical intervention associated with this event. No additional information is available.